Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es provider was unable to access controlled substances as the biometric identifier flashed but does not read the fingerprint. The same user fingerprint was recognized on other anesthesia devices without issue. The customer suspected the problem may be related to a recent software upgrade and had already rebooted the device; however, the issue persists. However, there were no delays or adverse events or injuries reported based on this event.